Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). After stenting was performed, a 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced towards the stent; however, the guidewire was stuck with the guidewire exit port of the balloon catheter. As a result, the physician was unable to remove the guidewire. The physician "bailed out the device" using a different guidewire and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex balloon catheter was received with a stopcock connected to the hub and a non-bsc catheter. A guidewire was received in the lumen of the distal shaft. The guidewire protruded 19cm from the tip and 117cm from the guidewire exit notch. The distal tip was damaged. There were numerous hypotube kinks. The inner shaft was buckled at the distal end of the balloon starting at the distal edge of the proximal markerband and extended past the proximal balloon weld. The outer diameter (od) of the guidewire was measured. The inner diameter of the catheter could not be measured as the guidewire was stuck inside the lumen of the distal shaft and was unable to be removed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). After stenting was performed, a 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced towards the stent; however, the guidewire was stuck with the guidewire exit port of the balloon catheter. As a result, the physician was unable to remove the guidewire. The physician "bailed out the device" using a different guidewire and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.